Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implant date: (B)(6) 2020; 3708120 neuro extension, implant date: (B)(6) 2006; 3708260 neuro extension , implant date: (B)(6) 2006; 3998 pain stim lead, implant date: (B)(6) 2006; 37711 pain stim ipg, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. It was also noted that the right atrial (ra) exhibited a lead a fracture causing noise. The implantable pulse generator (ipg) system was removed and replaced by a leadless pacemaker. No further patient complications have been reported as a result of this event